Event description:
It was reported by the patient that blood glucose levels rose above 250 mg/dl while wearing the pod between 5 and 24 hours on the leg. The patient reported that the pod adhesive was not sticking well to the skin and had partially detached, resulting in the cannula becoming dislodged from the infusion site. As treatment, the patient administered insulin using a pen and a new pod was successfully applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.locked down smartphone: data not availableomnipod software app version: data not availableoperating system: data not availablehardware: data not availablecgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.